Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that last year, the patient the infusion set's tubing got detached at the quick release end. Reportedly, the infusions were stored at room temperature in the cupboard. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.